Event description:
(B)(6), pharmacist from the university of (B)(6), stated that the pt was brought to the hospital for pump failure. Date of admittance/ discharge or length of hospitalization is unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time IV remodulin pt.